Manufacturer narrative:
Date of event: (B)(6) 2016. Patient's information was requested; however, customer indicated that is not applicable. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
Customer reported the unit failed machine and proximal pressure sensors. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.